Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed user advisory 45 (driveshaft not at "home" position after power-on/restart) was confirmed during functional testing and archive data review. The root cause of the ua45 advisory message was that the driveshaft was not in the "home" position, most likely due to unintended user error. The autopulse functioned as intended by triggering ua45 when the driveshaft was not at the "home" position. The archive data indicated a presence of ua45 error messages around the reported event date, thus confirming the reported complaint. The autopulse platform failed the initial functional testing due to the ua45 error message upon powering on, confirming the reported complaint. The driveshaft was rotated to the "home" position to remedy the fault. The platform was tested with the large resuscitation test fixture (lrtf) using good-known test batteries until discharged, without any faults or errors. The autopulse platform functioned appropriately and performed as intended. Following the service, the autopulse platform passed the test without any fault or error. The autopulse platform passed final testing without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (drive shaft not at home position) during the monthly preventive maintenance check. Troubleshooting steps were performed; however, the issue could not be resolved. No patient involvement.